Event description:
It was reported to philips that the device gave a remote alert indicating a problem with the image store, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) checked the device remotely and confirmed the device gave a remote alert indicating a problem with the image store, which can impact imaging. Upon functional testing, the rse identified that there was a disk problem. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the rse recreated the image storage and suggested for change for disk bay. After this, the system was returned to use in good working order.